Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on an unspecified date was above 500 mg/dl with moderate ketones and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump had experienced an intermittent power issue since (B)(6) 2015. It was reported the pump's time and date reset upon battery removal of less than 24 hours. There was no reported pump case or battery cap damage or moisture ingress and the battery cap was able to secure per specification. This complaint is being reported because the alleged health event was attributed to a reported malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2016-product analysis: the device was returned and evaluated by product analysis on 01/28/2016 with the following findings: the power issue complaint could not be duplicated with investigation. Review of the pump¿s black box revealed rebooting event on (B)(6) 2015 at 06:01; when the pump was powered back on, the date and time were set to (B)(6) 2016, 10:41 and deliveries resumed. The total daily dose history was appropriate for the user programmed delivery settings. A battery compartment crack was observed. No damage or defect was found to the battery cap; the cap secured properly to the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s power circuit. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.